Event description:
It was reported the patient is deceased and died shortly after implant of the implantable pulse generator (ipg) system. It was further reported the patient's pulse oximetry level dropped suddenly and no pulse was present. A code was called and resuscitation efforts were performed but were not successful. An echocardiogram was performed and there was no evidence of a tamponade. Additional information obtained reported there were no problems during implant and the cause of death is suspected as due to a pulmonary embolism.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.